Event description:
The information received indicates that a patient received a course of antibiotics due to an infection on her finger after giving a capillary blood sample. The device used in the procedure was identified as the contact activated lancet. A complaint review was performed based on the lot number provided and this is the first recorded complaint. It was indicated that samples will be returned by the customer however these have not been received to date. A complete investigation will be performed when product is received.